Event description:
It was reported that the home patient (hp) experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized and the dianeal therapies were discontinued. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, frequency and route not reported). The patient was hospitalized for eight days before being discharged. On the same day, the dianeal therapies were re-introduced. At the time of this report, the patient was recovered from peritonitis. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13d17035 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.